Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 321 mg/dl at the time of incident and other relevant blood glucose level was 345 mg/dl but customer checked with their meter and it was 466 mg/dl. Customer had been thirsty. The insulin pump will not be returned for analysis.